Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with noise episodes and ventricular noise reversion on the right ventricular lead. Noise was reproducible in clinic and programming changes were performed successfully. Patient condition was stable.